Event description:
A hospital in (B)(6) reported that an iw934 infant warmer has a bent base and is leaning to one side. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a follow-up report upon completion of our investigation.